Event description:
Literature was reviewed regarding noninfectious cardiovascular implantable electronic device (cied) complications. The authors described patients who experienced perforation which was diagnosed with a new pericardial effusion, pocket hematomas, and pneumothorax as detected on post-procedure chest radiography. Treatment for perforation included pericardiocentesis, pneumothoraxes were managed conservatively or required temporary chest tube placement, some hematomas required pocket re-entry to resolve bleeding, or hospital re-admission. There were leads which exhibited dislodgments, which included macro and micro-dislodgments and were detected with an acute rise in thresholds and required lead revision. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/75 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: trends in the 30-year span of noninfectious cardiovascular implantable electronic device complications in olmsted county. Heart rhythm o2. 2024; 5:158¿167 doi: 10.1016/j.hroo.2024.02.001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.